Event description:
I am writing to express my concern about a widespread issue affecting the dexcom gs app on ios devices. Many users, myself included, are experiencing the app abruptly stopping readings and prompting users to uninstall and reinstall the app. Unfortunately, this solution doesn't resolve the issue. After contacting dexcom technical support on several occasions and following troubleshooting instructions, I was informed that the problem stems from incompatibility with newer ios versions. While I understand compatibility information might be available somewhere on your website, many users rely on the app for critical health data and real-time alerts. A lack of clear communication regarding such compatibility issues can be concerning, especially considering the potential consequences of malfunctions. Furthermore, the suggestion to switch to a dexcom receiver is impractical for many users who lack a receiver and require a prescription to obtain one, incurring additional delays and costs. This is particularly consequential as it is happening on the eve of a long weekend, leaving me no choice but to find alternatives, as I am definitely not getting any readings from my dexcom gs. Therefore, I urge dexcom to take immediate action to address this problem. Specifically, I'd like to ask for: a public acknowledgement of the issue: inform dexcom users about the nature of the problem and the steps being taken to resolve it. A clear timeline for a solution: provide an estimated timeframe for when users can expect the ios app to function on the most recent ios versions again. Alternative solutions for monitoring blood sugar levels: while the app is not functioning, offer clear guidance on alternative methods for users to monitor their blood sugar levels safely. The well-being of countless individuals who rely on dexcom products hinges on the proper functioning of your app. A timely and transparent response is essential to restore user confidence and ensure the safety of your customers.